Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: reported problem: end user stated that there was a laboring patient who had an epidural catheter in place without complication. During delivery the catheter snapped off at the yellow catheter hub. The catheter remained in patient and was then removed with tip intact. No injury reported.